Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump has software version software (B)(4). The volumetric accuracy was tested 3 times at 200 ml/hr and 40ml for 12 minutes (piggyback) with results as follows: 1st test: 39.9 ml or 99% or expected volume in 12 minutes; 2nd test: 40.0 ml or 100% of expected volume in 12 minutes; 3rd test: 39.9 ml or 99% of expected volume in 12 minutes. The pump operated within specification. Key panel had no intermittent rate changes. Based upon the reported incident, b. Braun conducted a follow up call with the facility to determine if the user programmed in 'piggyback' mode for the infusion when the rate change occurred. By design, the pump will change from the secondary infusion rate to the primary infusion rate once the secondary volume to be infused has been delivered. If a user unknowingly programmed the infusion in this mode with no secondary infusion line connected, this would create the appearance that the pump changed rates spontaneously. In the follow up call to the facility, the reporter stated that she did not know the exact date that the incident occurred on. She was unable to comment if the pump was set to deliver a piggyback or standard infusion. No adverse reactions occurred as a result of the incident. The pump's operational log was reviewed. Per the log, within the time frame provided by customer 2 weeks and 6 weeks prior to the day of the reported event of on (B)(6) 2013, there are no indications that the pump changed rate on itself. Per the log, 6 weeks prior to on (B)(6) 2013, there is no indication the rate of 125 ml/h was selected or rate of 28 ml/h was run on the pump. The only time the rate of 125 ml/h occurs in the log, is on (B)(6) 2013 at 6:31:17 pm (7 weeks prior to day the event was reported on (B)(6) 2013). The pump worked properly until the new rate was selected of 120 ml/h on the same day at 6:45:36 pm. Two weeks prior to on (B)(6) 2013, a rate of 200 ml/h was selected in 2 occasions: on (B)(6) 2013 at 9:45:34 pm the rate of 200 ml/h was set for the piggyback infusion. At 9:45:44 pm a new vtbi was set to 145 ml. At 9:46:23 pm a new rate was set for 290ml/h. No infusion occurred at the 200 ml/h rate. On (B)(6) 2013 at 7:18:44pm the rate of 200 ml/h was set. At 7:18:49 pm a new vtbi was set to 100 ml. At 7:18:49 pm the infusion was started. At 7:48:50 the infusion completed and the pump automatically went into kvo (keep vein open) mode infusion at a rate of 3ml/h. A total of 100ml was infused or 100% of the expected volume. At 7:49:18pm the kvo mode was stopped and a new rate was set to 250 ml/h at 7:49:18pm. Log also shows a 200ml/hr and 40ml (piggyback) infusion on (B)(6) 2013 (1 week prior to on (B)(6) 2013). At 9:11:42 pm a new vtbi of 40 ml was set. At 9:11:49 a new rate of 200 ml/h was set. The infusion was started at 9:11:54 pm. At 9:23:54 pm the infusion completed and the pump automatically went into kvo mode infusing at a rate of 3 ml/h. A total of 39.99 ml was infused or 99.9% of the expected volume. At 9:25:26 pm the kvo mode was stopped and a new rate was set to 250 ml/h at 9:25:33 pm. Based on the result of this investigation, the pump operated as intended. There was no indication of the rates changing by itself on the pump. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).